Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date of this report and date received by manufacturer are the same as the date returned to manufacturer. The fielder guide wire was returned for evaluation. The tip of the returned guide wire was rolled up due to strong friction. At that deformed segment, the outermost polymer jacket was scratched and partially peeled off to expose the coil underneath. The ball tip was found at the very distal end of the guide wire and conclude that the returned guide wire remained in one unit. Lot history review including adhesion test results of ptfe coating revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the surface of the fielder guide wire had most likely scraped against some hard and sharp object like calcium due to tortuous anatomy, peeling the polymer jacket. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the polymer jacket might have remained in the vasculature. Instructions for use (IFU) states: [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the tip of an asahi fielder became damage during a percutaneous coronary intervention (pci) to treat a heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca) #3. The guide wire was used to cross the lesion and advanced further down to #4 posterolateral branch (pl); however, the guide wire went #4 posterior descending branch (pd). An asahi sasuke was used to perform revise wire technique; however, failed due to severe calcification. The guide wire was then removed from the artery and found damaged at the tip. A new guide wire was replaced to successfully complete the procedure with reestablished blood flow. There were no adverse patient effects associated with this event.